Event description:
Reportedly, ats 3f aortic valve was implanted according to ats guidelines and procedures. Patient came of bypass and the valve was evaluated with t.e. -echo. Significant aortic insufficiency was observed. The patient went back on pump and the surgeon adjusted the valve's posts. Again significant aortic insufficiency was present. The patient went back on bypass and the 3f valve was explanted. A medtronic mosaic valve was implanted and the patient was fine. The surgeon believes that during implantation of the 3f valve manipulation of the aorta caused a small aneurysm on the posterior side. This resulted in dilation of the sinotubular junction which prevented coaptation of the 3f leaflets.

Manufacturer narrative:
Returned device is currently being evaluated by our contract pathology lab. Follow-up medwatch will be filed with evaluation results. Valve evaluation not yet complete.